Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. We were unable to perform the displacement test due to missing segments. The insulin pump also received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen had discoloration smudge and looked shatter. Customer's blood glucose was 228 mg/dl. Customer was unable to see the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.